Manufacturer narrative:
Samples have been received at manufacturing that have not yet been evaluated. No lot number was identified with this complaint therefore, lot history and complaint history reviews could not be conducted. Photos attached to the parent complaint were reviewed by the manufacturing site. The seven photos show three sideport knives and six slit knives all inside of blisters. The blisters are unrelated to the complaint file. This file only pertains to the slit knives. The reported issue of blunt knives could not be confirmed from the photos. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Six opened knife samples were received in blisters unrelated to the complaint for the report of being blunt. One knife was loose in a blister and the other five were incorrectly seated in the blade protector trays within blisters. The returned samples were visually inspected and were found to be nonconforming. Samples 1 through 4 had damaged tips and a damaged cutting edge, sample number 5 had a damaged tip and sample number 6 had a damaged cutting edge. Penetration testing could not be performed due to the damaged condition of the samples. The exact root cause could not be determined from the investigation performed. The damage to the returned samples is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when the product is improperly removed or inserted after use, from improper handling or from contact with another instrument during surgery or set-up. The exact root cause for the damaged knife sample is unknown therefore, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as the damaged tips and damaged cutting edges exhibited on the returned opened samples, is removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A nurse reported that six knives were noted to be blunt during separate cataract surgeries. Alternate knives were obtained in order to complete each procedure. There was no impact to any patient. Additional information has been requested.